Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the specific pocket was continuously failed even with multiple recovery. The field service engineer verified the failure, and the rail was needed to replace to resolve this issue. The field service engineer was powered off the device and replaced the rails then reseated the row board and retractor band cables, then the drawers were functioned properly. The system functioned as intended after the field service engineer repaired the device.